Event description:
The complainant reported that a vaxcel pasv PICC that had been therapeutically placed in a female pt (age unknown) was noted with a fracture in the catheter distal to the suture wing. The complainant reported that during the flushing of the device, the flush was noted going outside of the insertion site. The PICC was reported to have been indwelling for 6 weeks prior to the event (specific date of placement unknown). The PICC was removed and no information was reported if the device was replaced. No sequellae was identified by the complainant as a result of the reported problem.

Manufacturer narrative:
This device has not yet been received by this manufacturer, consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.